Manufacturer narrative:
One device was returned for analysis of complaint that device failed upstream occlusion during testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. During the event log review, the upstream occlusion (uso) was not alarming. Investigation found the upstream occlusion was shut off. Delivery accuracy was also performed with no failures. Upon further inspection, found the downstream occlusion (dso) seal was cracked and was replaced. Device passed testing post repair. Probable cause was the upstream occlusion was shut off.

Manufacturer narrative:
B3: year of event has been provided; month and day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed upstream occlusion during testing. There was no patient involvement.